Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut down unexpectedly multiple times. The customer reported an elevated blood glucose (bg) level of 340 (mg/dl). A correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, a review of pump history indicated the battery depleted prior to pump shutting down. It was indicated that an alternate pump would be used for diabetes management.